Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2018-09093. During a clinic follow up, right ventricular oversensing due to myopotential oversensing was noted on the right ventricular lead and the device. The device was reprogrammed to resolve the event and the patient was stable with no adverse consequences reported.